Event description:
Baby was discovered to have a white substance on both legs. It was determined that the substance was from heel warmers. Baby sustained some skin irritation. The baby was bathed in warm water. These warmers also were cause of two employees sustaining eye injury when bag was activated. One employee has been undergoing treatment by an ophthalmologist for over a month.